Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill had issues with holding the burr in place. It would become unlocked and require recalibration during bone milling. The procedure was completed, with a delay (fewer than 30 minutes), using the same device. The patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the cori drill, p/n rob10013, sn(B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was not established. The reported event was not visually or functional confirmed. The evaluation follow the pv requirements. The drill was found to operated as design, it passed kpc testing. No malfunction was observed, the bur was locked in place during all the evaluation. No functional non-conformances were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.